Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 1076040. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima-ii y 22gax1.00in prn ec slm npvc, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: the nurse gave the patient intravenous infusion with this indwelling needle for about 2 minutes, and immediately stopped the infusion after finding leakage at the end of the needle. The indwelling needle was replaced again and returned to normal.